Event description:
It was reported that the patient experienced urinary retention with artificial urinary sphincter (aus) requiring the use of catheters. A cystoscopy was performed, in which urethral erosion was confirmed. Approximately 3 months later, a surgical procedure was performed in which the existing aus was removed and replaced.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms of urinary retention and erosion are known risks associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced urinary retention with artificial urinary sphincter (aus) requiring the use of catheters. A cystoscopy was performed, in which urethral erosion was confirmed. Approximately 3 months later, a surgical procedure was performed in which the existing aus was removed and replaced.